Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012146918); product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx dcs; product ID: d-evolutfx-2329 (lot: 0012146912); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during the first deployment attempt, the valve was recaptured as the valve dislodged during the point of no recapture. During the recapture, the low recapture position caused the valve apex or pigtail catheter to be rolled during the recapture resulting in the valve's inflow side being retracted in an odd shape. After recapture, the positional relationship of the valve marker was found to not be in alignment and the valve was deformed. It was decided to change to a new valve, delivery catheter system (dcs) and compression loading system (cls). The new valve was implanted uneventfully. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Second paragraph added additional codes added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during the first deployment attempt, the valve was recaptured as the valve dislodged during the point of no recapture. During the recapture, the low recapture position caused the valve apex or pigtail catheter to be rolled during the recapture resulting in the valve's inflow side being retracted in an odd shape. After recapture, the positional relationship of the valve marker was found to not be in alignment and the valve was deformed. It was decided to change to a new valve, delivery catheter system (dcs) and compression loading system (cls). The new valve was implanted uneventfully. No adverse patient effects were reported. Additional information was received that a misload was not identified during the loading process. Per the physician, there was nothing in terms of patient anatomy that contributed to the valve deformity. A procedural delay was reported due to the time it took to load the new system.